Event description:
One pt sample with discrepant phosphorus results. Initial result gave 7.9 mg/dl; repeat gave 2.6 mg/dl. Erroneous results were not reported. The technical service rep and customer performed maintenance and troubleshooting activities which determined the issue was sample specific. Sample unavailable for further investigation.